Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the device trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that customer was hospitalized and admitted in intensive care unit on (B)(6) 2020 for vomiting and difficulty breathing. Blood glucose reading was over 900 mg/dl. The customer stated that insulin pump malfunctioned while trying to do a bolus and it was not working. The customer had symptoms such as nausea and confused. Troubleshooting for the customer¿s high blood glucose was declined. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.